Event description:
It was reported that the pt underwent a surgery to place an implant in the #18-19 tooth area. Demineralized bone matrix putty was placed in the wound. Primary wound closure was done. Pt was given a full course of antibiotics. Five days post-op, the pt returned with swelling, including the lymph nodes, and pain on the lingual side of the mandibular border. Another full course of antibiotics were prescribed. Sixteen days post-op, the pt returned for removal of the stitches. Swelling and pain were noted. At 34 days post-op, the pt returned due to pain and discomfort. X-ray showed infection at the implant site. The bone was entirely blown out. A full course of antibiotics was prescribed. The pt underwent a revision surgery 34 days post-op to re-open the site, remove the implants, and conduct I &d. Post-op, the infection cleared. The pt lost more bone that was initially present. Cannot place implants now due to lack of bone in the area. Currently considering next steps.

Manufacturer narrative:
(B) (4). A review of the device history records for this device was not possible without additional device information. Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determined the definitive cause of the reported event.